Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began at an unspecified time on (B)(6) 2013. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. At an unspecified time after the alleged issue occurred, the patient stated she developed symptoms of ¿shaky¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.